Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the

Event description:
It was reported the patient's right hip was revised due to notching of the femoral stem due to impingement with the mdm liner. It was reported that this was likely the result of the shell being in too vertical of a position. The shell, mdm liner, adm/ mdm poly, and femoral head were revised. Rep confirmed there are no allegations against the poly insert or femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported the patient's right hip was revised due to notching of the femoral stem due to impingement with the mdm liner. It was reported that this was likely the result of the shell being in too vertical of a position. The shell, mdm liner, adm/ mdm poly, and femoral head were revised. Rep confirmed there are no allegations against the poly insert or femoral head.